Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil was implanted.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coil) to treat an aneurysm that had formed off an aneurysm clipping done on the patient years prior. During the procedure, the physician placed another manufacturer's intracranial support catheter, balloon catheter, and microcatheter, then advanced a smart coil through the other manufacturer's microcatheter. While attempting to position the smart coil in the aneurysm, the physician felt that the microcatheter and smart coil ¿jumped¿ as the second loop of the smart coil was out of the microcatheter. Consequently, the aneurysm was perforated by the microcatheter and smart coil. The physician used the smart coil to fill the ruptured aneurysm. The procedure was completed using the same microcatheter and two additional smart coils. An external ventricular drain was placed at the end of the procedure. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained continuous flush in the procedure. A follow up computed tomography (CT) preformed on (B)(6) 2016 demonstrated subarachnoid hemorrhage (sah) and a small volume intrapenchymal hemorrhage secondary to aneurysmal rupture. The patient was managed with supportive treatment and medications. The subarachnoid hemorrhage (sah) was reported to have a definite relationship to the aneurysm, angiographic procedure and smart coil.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2016-01585. 1. Section g. Box 3.